Event description:
Devilbiss healthcare was notified of a complaint involving an oxygen concentrator by a provider stating that the unit is "overheating, and fan is not working." The unit was returned to devilbiss for investigation, which revealed evidence of some thermal deformation of the compressor box. The cooling fan was not operational and there is significant evidence of physical wear and damage to the cabinet, including the front compressor box tabs were broken. This type of physical damage is generally the result of a significant drop. The thermal cutoff switch was operating to specification and the unit had multiple high gas temperature alarms recorded over the last 118 hours of operation. The root cause of the thermal deformation and high temperature alarm conditions was an inoperable cooling fan that resulted from physical damage to the unit.

Manufacturer narrative:
**UDI related data quality updates only** the previous submitted report had lacking or incorrect information in sections d1 brand name, d4 UDI and catalog number, and h4 device manufacturer date.these fields have been updated with the correct information.